Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that one month after a patient was implanted with kirschner needle for internal fixation due to a fracture, it was found that the product at the left medial humeral was broken and part of the product was left in the skin during the review. The patient was admitted in the hospital and the broken pieces were retrieved.

Manufacturer narrative:
H10: internal complaint reference: (B)(4). H3, h6: the device was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, no relevant supporting clinical information has been provided to assist with a clinical investigation. Therefore, based on insufficient information, a thorough clinical assessment cannot be performed at this time. Per case details the broken piece was retrieved from the patient. It was communicated via e-mail that the patient has since recovered. Since the broken piece has been retrieved no further harm to the patient is anticipated. Should any additional clinical information be provided this complaint will be re-evaluated. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Some potential probable causes for this event could include but not limited to traumatic injury or surgical technique. The contribution of the device to the reported event could not be corroborated. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.